Manufacturer narrative:
Company rep evaluated the system and could not duplicate the issue. As a preventative measure, customer was recommended to perform a compliance lead test prior to procedure. System was safety tested to factory specs and returned to use.

Event description:
Customer an issue with the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.